Event description:
A malfunction alarm was reported. There was no adverse impact to the customer's blood glucose level, as it did not exceed 500 mg/dl. The customer reverted to multiple daily injections as a backup therapy.